Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having issues with insulin pump. The customer reported that the insulin pump had shut off with an error alarm and had stopped the insulin delivery. The customer reported that the blood glucose ranged from 3.6 mmol/l to 3.9 mmol/l. The customer reported that the current blood glucose level was 5.3 mmol/l. Troubleshooting was performed. The customer was able to complete the rewind process. The customer declined to continue the troubleshooting at the time of call.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test and displacement test. Battery was removed form pump and monitored for ten minutes. Unit power up properly after insertion of the battery and no pump error 68 alarms were noted. Unit received with minor scratched lcd window, cracked retainer and scratched case.